Event description:
The manufacturer received information alleging a ventilator was not delivering correct volumes. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's 43 micron filter was clogged with dirt and dust. The device's 43 micron filter was replaced to address the issue.